Event description:
The customer reported a leak when using the coulter act diff analyzer. The leak was approximately 1 ml of clear fluid leaking from the probe onto the counter during the startup process and running quality control samples. The origin of the leak was not evident and the leak was not contained in the analyzer. There were no instrument generated error messages in conjunction with the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of lab coat, goggles, and gloves when the event occurred. There were no reports of biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found back pressure at diluent filters causing diluent to leak from the probe wipe. He replaced the diluent filters to resolve the issue. Fse performed verification of instrument to meet the specified requirements per established procedures.